Manufacturer narrative:
Additional information received by smiths medical that "the tubing was what leaking based on the description of the incident". There was "no allegation" that the pump malfunctioned.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, there was no fault found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was leaking and disconnecting at a connection site. The medication being used was 5-fluorouracil. There were no reported adverse events.